Event description:
Per independent repair center statement, the irc5p concentrator will not start. The key failure was the capacitor for the compressor was leaking. Additional malfunctions were leaking pilot valve, defective o-ring for the manifold and defective tie wraps for the sieve beds.